Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had only 1 year of battery longevity left after been in service for one year. Additionally, this pacemaker exhibited low out of range impedance measurements for its right atrial (ra) lead. A request was made to have data from this device analyzed. Data analysis indicated there was high and irregular power consumption as well as noisy signals on the ra channel. Technical services (ts) discussed how the observed issues could lead to corrosion on the ra lead and it should be tested on a pacing system analyzer (psa) to confirm any possible anomalies. Ts advised that if no issues were observed with the lead, it was up to the physicians discretion to replace the lead as long term performance had not been characterized and it could be compromised if there was corrosion. The pacemaker was explanted and a new device was implanted. The ra lead was tested and no issues were noted, with it remaining in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.